Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent right knee arthroplasty revision due to tibial loosening and abrasion that resulted in cysts and risk of implant fracture.

Manufacturer narrative:
No product was returned; therefore the condition of the components is unknown. The part and lot number is unknown. Based on a returned x-ray, the tibial implant alleged against appears to be a natural knee ii stemmed cruciate non-porous tibial implant. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.